Event description:
Related manufacturer report number: (B)(4). It was reported the patient is not receiving effective therapy due to high impedances on both leads. Surgical intervention was undertaken, and scs system was replaced. Effective therapy was restored post-operatively.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain patient weight. Further information was requested but not received.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.